Manufacturer narrative:
Narrative: a zeiss field service engineer (fse) inspected the microscope onsite and confirmed that the microscope is working within manufacturer specification when configured as authorized. The fse found that the site had installed an unauthorized third party uv-filter on the zeiss opmi lumera t microscope. The user manual states that "modifications and repairs on this device or any equipment operated together with this device may only be performed by zeiss service representative or by other authorized persons.". The site further reported that none of the staff present during the surgery were trained on the use of this microscope, including safety features. The user manual instructs users on several pages, e.g. G-30-1682-en, issue 4.1, printed on 16. 11. 2009, page 21, 24, what to do prior and during surgery in order to prevent phototoxic damages to the patient's retina like: "phototoxic effect of light beams. When operating on the eye, always use the yellow protection filter to ensure that the patient's eye is not exposed to unnecessary (blue) radiation (risk of retinal injury). · adjust the illumination intensity as required for the type of illumination used and the radiation exposure time." There are other factors which can contribute to a corneal burn and which are not controlled by the manufacturer. The site was informed about the unauthorized use of the third party uv-filter, which could have contributed to the adverse event. The site was advised to follow the instructions of use, which support to prevent phototoxic damages to the patient's retina.

Event description:
It was reported that the healthcare professional (hcp) in the (B)(6) discovered that the patient had a retinal burn on one eye after cataract surgery using an opmi lumera t microscope. The injury was classified as a small area of retinal phototoxicity injury, which is permanent.